Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr. On (B)(6) 2014, the inratio inr was 2.4. The patient's therapeutic range was 2.0-3.0. On (B)(6) 2014, the patient was hospitalized with hematuria. On (B)(6) 2014, the laboratory inr was 6.9. Treatment included holding the patient's coumadin and administration of vitamin k. On (B)(6) 2014, the laboratory inr was 4.6, hematuria had stopped and the patient was discharged from the hospital. Ten (10) hours later, the inratio inr was 2.7. There was no additional information provided.

Manufacturer narrative:
Investigation pending.